Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display was dim with pink contrast.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed data from the date for dates (B)(4) 2007; there was no data recorded for the date of the complaint, (B)(4) 2013. The time and date were accurately set at the start of the investigation. The pump successfully performed a rewind, load and prime sequence without alarm. The pump was exercised for 24 hours without alarming. The pump was opened for investigation and did not reveal any evidence of defect, contamination or damage to the pump¿s interior components. The display screen was noted to be dim with pink contrast. A test screen was attached to the pump and illuminated properly without discoloration.